Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon total knee. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.

Event description:
The clinical research scientist reported that whilst data cleaning, it was identified retrospectively that a participant had been readmitted to hospital following their primary total knee replacement in 2009, due to concerns of a joint infection. There was no infection and the participant went home.

Event description:
The clinical research scientist reported that whilst data cleaning it was identified retrospectively that a participant had been readmitted to hospital following their primary total knee replacement in 2009, due to concerns of a joint infection. There was no infection and the participant went home.

Manufacturer narrative:
The patient is 154 centimeters in height. An event regarding hospitalization for suspicion of infection involving a triathlon femoral component was reported. It was reported that the patient presented with drowsiness, shivering, and sweats. The patient was hospitalized for suspicion of infection. After evaluation, orthopaedic team suggested presentation was of a normal post-operative knee. There is no indication that the product reported in this investigation may have contributed to the event.